Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. When the device was interrogated, an alert was triggered. An alert had been triggered approximately three months earlier due to lead impedance variation and short v-v intervals. Non-sustained episodes and noise were also observed. No sensing issues were observed with patient movement and impedance was also noted to be stable. It was thought there was a lead integrity issue. The lead remains in use. No further patient complications have been reported as a result of this event.